Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A guardian ii nc hemostasis valve was used during a patient procedure. After the guardian was connected, air was observed in the extension line. The line was flushed and the patient went into cardiac arrest. The patient's condition is now stable.